Event description:
It was reported that the wireless telemetry was not functioning on the device. Several programmers were tried but wireless telemetry could not be established. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.